Manufacturer narrative:
(B)(4). Date of event unknown. A sample for evaluation is expected but not yet received. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the middle port. The issue was discovered while the nurse was attempting hang the bag for patient use. This report documents no patient involvement or adverse events. The reporting facility also reported this event to the FDA via medwatch mw5064649. Further follow up with the facility clarified there was no serious injury, adverse event, or medical intervention required in relation to this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection identified the reported defect and confirmed that the spike port tubing was missing the solvent that is required to bond the spike port assembly to the port tubing. This defect was determined to be related to the manufacturing process. Manufacturing controls are in place to reduce the likelihood of recurrence of this defect, including 100% visual inspection, and solvent bottle level inspection. Should additional relevant information become available, a follow up report will be submitted.